Manufacturer narrative:
Patient information is unknown. Additional procodes: mnh, mni, kwq, kwp. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter contact information is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the nut of a pedicle screw matrix polyaxial had fallen off. The pedicle screw did not fall inside the patient. Another screw was used to complete the procedure. Surgical outcome is unknown. There was no reported adverse event on the patient. This report is for a 7.0mm titanium (ti) matrix polyaxial screw 40mm thread length. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 04.632.740; lot number: h330577; part manufacture date: 03-28-2017; manufacture location: brandywine; part expiration date: na; nonconformance noted: na. DHR record review: review of dhrs for screw and collet (lot #h328975), relevant components to complaint, revealed no complaint related anomalies. The dhrs shows this lot of pedicscr matrix 5.5 polyaxial ø7 preassm and collet were processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. These lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to the complaint condition. DHR review of raw material revealed this lot met all specification with no nonconformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. These lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Complaint summary: it was reported that the nut of a pedicle screw matrix polyaxial had fallen off during an unknown procedure on (B)(6) 2018. The pedicle screw did not fall inside the patient, another screw was used to complete the procedure. It was unknown if there was a surgical delay. There was no reported adverse event on the patient. Flow: broken. Visual inspection: the pedicle screw (part # 04.632.740, lot # h330577, mfg # 28-mar-2017) was received at us cq with the collet separated from the screw. There is damage to the head of the screw and to the stardrive recess. The thread at the tip of screw head is cracked. The pedicle screw did not fall apart or break. The rest of the screw and body show signs of minimal wear. This does not agree with the reported complaint condition. However, the complaint is confirmed since the screw head shows a crack. Dimensional inspection: dimensional analysis was not performed on the collet or screw head since the dimensions on the drawing apply to the pre-assembled sub-component. Any measurements taken post-manufacturing may not be accurate. Document/specification review: the relevant design drawings were reviewed. DHR review of raw material revealed this lot met all specification with no non-conformities noted. These lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the device (part # 04.632.740, lot # h330577) was received with a crack on the screw head. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.